Manufacturer narrative:
Insulin pump was unable to prime during the prime test and prime alarm during the basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump was broken. Could not reach the reporter by phone to performe troubleshooting. Nothing further reported.